Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: on investigation, the alleged damaged issue was not duplicated. The pump powered up to a clear and legible verify screen. The display lens was intact with no scratches. No crack or damages were found on the display screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.